Event description:
It was reported by the patient that the pump would display "infusion stopped" then start up again. Patient switched to their backup pump and that device has been giving a high-pressure alarm about every 20 minutes since 12:15 am patient's local time. Patient confirmed there are no kinks in tubing or blockages that they could see, and they had already tried changing cassettes, tubing, pumps, and connectors, but could not get infusion to run more than 20 minutes before pump alarmed again. Patient has an in-home registered nurse that visits weekly who noticed that the stitches around their central line looked loose a few weeks ago, but patient had no issues until recently. Pump has been infusing on and off with alarms for the past 5 hours without resolution. Patient reported feeling lightheaded and noticed their gait was off. Registered pharmacist confirmed that the patient had done all possible troubleshooting and advised them to report to the hospital to get the central line checked. Patient stated they are going to call an ambulance for transport, as they did not feel comfortable driving. No additional information, details, or dates available. The patient is on continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when the alarm occurred is unknown. The reported product issue occurred while in use with the patient. The product issue caused or contributed to patient or clinical injury. There was no medical intervention provided at the time of report. Operator of device was a lay user or patient.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information, we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number. B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.